Event description:
A us distributor contacted zoll to report that a pt passed away on (B)(6) 2015 around 2:18 am while at home. The pt's husband was present at the time and it was reported that a police officer arrived and performed CPR. Per the pt flag and ECG data, at 01:11:11 on (B)(6) 2015 an arrhythmia was detected. The pt's rhythm was vf. A treatment was delivered during vf at 01:11:49. The post-shock rhythm was asystole. Post-shock asystole is a known complication of defibrillation. The response buttons were not pressed during the entire event. The pt was transported to the hospital where she passes away.

Manufacturer narrative:
Device eval of monitor sn (B)(4) and belt sn (B)(4) is complete. As received, the monitor and electrode belt were fully functional and able to detect and treat a pt. Post-shock asystole is a known complication of defibrillator. Monitor sn (B)(4) - reuse. Electrode belt sn (B)(4), manufacture date: 06/2014 - initial use.